Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited high out-of-range pace impedance measurements. The physician suspected this was caused by a lead fracture. Subsequently, the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.